Event description:
It was reported that an increase in impedance and an increase in capture were observed. The lead was explanted after three days of implant, requiring extra surgery and extending the hospitalization.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead cut in two pieces were returned for analysis. Without the entire lead, a complete evaluation cannot be performed. The electrical characteristics of the returned portion exhibited normal coil continuity. No anomalies were found on any of the returned portions.